Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site on (B)(6) 2011. The fse ordered and installed a new wash buffer reservoir. There was no further leaking observed after replacing the wash buffer reservoir. The bec internal identifier for this event is (B)(4).

Event description:
The customer contacted beckman coulter, inc. (Bec) to report observing a leak from the wash buffer reservoir on their access 2 immunoassay system. No erroneous patient sample results were generated as a result of this event. There was no impact to patient treatment associated with this event. Bec advised the customer to follow their internal laboratory procedure for cleaning up biohazardous spills and to review the material safety data sheet (msds). The customer reported that no one was exposed to the leak and there were no injuries associated with this event. Medical attention was not sought. The customer reported cleaning up the spill while wearing personal protective equipment (ppe). There was no report that the leak had reached the floor. The customer was unable to locate the source of the leak.